Event description:
It was reported that pump displayed cgm error message while customer was using g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and error message did not return, after which customer successfully started new sensor session.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: unknown / unknown / unknown / unknown.